Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion site with a kinked cannula. The patient successfully replaced the infusion site and resumed insulin delivery using the current cassette (not an ICU device). The event occurred while in use with patient and there was no patient injury.